Manufacturer narrative:
A medtronic representative went to the site to test the equipment on 13 march 2017. The representative was unable to replicate the reported issue. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A site nurse reported that, while in a spinal fusion, the gantry on the imaging system would not extend in the x-direction. The site elected to complete the procedure with a separate medtronic imaging system. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.